Event description:
Unomedical reference number (B)(4). Event occurred in netherlands. It was reported that patient faced allergic reaction event on 02-may-2024. The patient reported that there was red marks on her stomach and upper thighs. No further information available.